Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that product is randomly not working with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: father of a patient who takes omnitrope called and stated " my son has taken omnitrope for a few years. The pen was skipping sometimes, it would go down to the bottom. We called two weeks ago and got a whole new kit and the new one is doing the same exact thing. Sometimes it works and sometimes it doesn't. I am not sure if he is getting the dose." Reporter stated they discarded the original packaging and he was not with the pen device to provide a lot #.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that product is randomly not working with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: father of a patient who takes omnitrope called and stated " my son has taken omnitrope for a few years. The pen was skipping sometimes, it would go down to the bottom. We called two weeks ago and got a whole new kit and the new one is doing the same exact thing. Sometimes it works and sometimes it doesn't. I am not sure if he is getting the dose." Reporter stated they discarded the original packaging and he was not with the pen device to provide a lot #.